Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during an endoscopy, the dr noticed, the pt showed a pvc several times when the device was activated. There was no pt injury. They completed the procedure with the generator. The site tried to reproduce the effect but were unable to. The site biomed decided to have the generator checked out before returning it to svc.